Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 51 mg/dl. Customer administered insulin via pump to address a previous blood glucose level, which subsequently lower their bg. Customer address their bg with a class of orange juice. Recommendation was made to consult with a healthcare provider regarding diabetes management.